Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00012 / 00181 / 03193). Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00012 / 00181). This information was originally reported on 1825034-2015-05110 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study" which aimed to investigate potential advantages of magnum group compared to conventional group in terms of range of motion, dislocation while maintaining the same function improvement and pain reduction; and to investigate metal ion release in asian population. A patient was identified in the article that underwent total right hip arthroplasty on (B)(6) 2011. Subsequently, elevated metal ions, increased cup inclination angle and cup anteversion were reported. There has been no further information provided and the patient outcome is unknown.